Event description:
It was reported that the wake button became detached from the pump. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy,